Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the device has broken off, rendering the device inoperative. The clinical/medical evaluation concluded that the provided product complaint form was reviewed, however, without the requested supporting clinical documents a thorough medical investigation could not be rendered, nor could a root cause of the reported breakage be determined. Based on the information provided, the patient underwent an additional procedure to remove the hardware. Per the report, the surgery was completed with a back-up device without any delay. Therefore, no further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Event description:
It was reported that, during an internal fixation surgery, an evos small 2.5 mm drill w/ao qc short drill tip broke off in the patient's bone. Hardware removal procedure had to be conducted. Surgery was completed with a backup device instead, without any delay.